Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead revision due to inadequate stimulation.

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2015 additional information was received that prior to the explant procedure, on two occasions, the stimulation caused the patient severe pain first at the upper back, chest and down the legs then the second time was at the left side just under the last rib which disappeared once the stimulation was off. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that prior to the explant procedure, on two occasions, the stimulation caused the patient severe pain first at the upper back, chest and down the legs then the second time was at the left side just under the last rib which disappeared once the stimulation was off. Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate stimulation. Database analysis revealed high impedances on four lead contacts. The physician did not suspect device malfunction. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
The source of the complaint was verified to be the associated leads. Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. Sc-2218-70 (sn: (B)(4)) the complaint was confirmed. Four cables were fractured at the bent/kinked section of the lead body, at apparent a clik anchor site about 8 inches from the distal tip. No cables were exposed.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.